Event description:
A customer reported receiving a notification about the need for a minimum fill while using their insulin pump. There was no adverse impact on the customer's blood glucose level. The customer initially attempted to add more insulin and reload the cartridge several times without success. Technical support instructed the customer to clean the pump and guided them through loading a new cartridge using the correct technique. The issue was resolved when the customer successfully loaded a second cartridge and was able to resume insulin delivery. It was noted that the customer had not been completing the air removal step correctly. Cts educated customer.